Event description:
During a remote follow-up, decreased sensing was observed on the right ventricular (rv) lead. Dislodgement of the rv lead was suspected, however it was not confirmed. There was no intervention completed at this time. The patient remained stable and will continue to be monitored.